Manufacturer narrative:
Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files from before the electrode belt was replaced. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the reported skin condition. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a burn under the left therapy electrode pad. The skin was described as almost raw. The patient also reported that the therapy electrodes got warm. The patient's wife reported that the patient had psoriasis and any injury flares up the condition. A nurse suggested letting the area dry out. During follow-up, it was reported that the burn mark was clearing up.